Event description:
It was reported that during preparation for use, something broke inside of the saw. There was no patient impact or adverse consequences as a result of this event.

Manufacturer narrative:
The device was not returned. The quality investigation is complete.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Device not yet returned to manufacturer.

Event description:
It was reported that during preparation for use, something broke inside of the saw. There was no patient impact or adverse consequences as a result of this event.